Event description:
It was reported prior to use of bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes contained black foreign matter (fm). There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: "bd had not received any samples or photos for investigation. Therefore, two retained shelf packs were visually inspected, and no damage to the eps tray or open packages was found. Additionally, 100 retained samples were visually examined, and no foreign materials were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: foreign matter - unknown, open package/seal and tray pack residue. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends."

Event description:
It was reported prior to use of bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes contained black foreign matter (fm). There was no health impact or consequences reported.